Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the proximal right coronary artery (rca). The 3.0x12mm trek balloon dilatation catheter (bdc) was used for pre-dilatation without reported issue. The 4.0x12mm xience alpine stent delivery system (sds) failed to cross the lesion reportedly due to interactions with the patient's anatomy and was removed without reported issue. A non-abbott stent implant was deployed to treat the target lesion. Post-procedure, the patient experienced pain and a dissection was noted. It is unknown what caused the dissection. Treatment, if any, was not reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The xience alpine referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the proximal right coronary artery (rca). The 3.0x12mm trek balloon dilatation catheter (bdc) was used for pre-dilatation without reported issue. The 4.0x12mm xience alpine stent delivery system (sds) failed to cross the lesion reportedly due to interactions with the patient's anatomy and was removed without reported issue. A non-abbott stent implant was deployed to treat the target lesion. Post-procedure, the patient experienced pain and a dissection was noted. It is unknown what caused the dissection. The dissection was treated with coronary artery bypass graft (CABG) surgery and the patient was discharged from the hospital several days post-surgery. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number was not provided. The reported patient effects of angina and dissection are known observed and potential patient effects as listed in the trek instructions for use (IFU). Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4).